Manufacturer narrative:
The instrument has been investigated. The field service enginner (fse) evaluated the instrument and found a defective tip clamp and a worm tip clamp in the reported problem area of the pipette assembly. Both tip clamps were replaced. The instrument was inspected, tested without further problem, and returned to service.